Manufacturer narrative:
During on site visit, fse (field service engineer) completed verification and fully qualified system. System meets specifications as per sir (service installation record). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported multiple cases of epithelial ingrowth and fibrosis, at corneal flap side cut, after laser assisted lasik flap surgery. There are multiple related reports for this facility. This report addresses unknown patients and other manufacturer reports will be filed.